Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vaso view hemopro device self-activated and would not turn off until the device was unplugged. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. A pre-cautery test was performed on the device with a reference power suppl and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. The device also passed the engineering 60 cycle lift test. The handle on the device was open to verify connections; under magnification, soldering flux was observed on the switch body and level of the micro-switch. Based upon the eval results, the reported complaint could not be confirmed. Also, the reported batch number is incorrect based upon the batch number of the micro-switch. The following corrective action has been taken to address the solder flux issue: maquet has revised the work instruction for the soldering process (B)(4)/handle assembly (B)(4) to add enhanced visual inspection to the soldering points and the switch contamination with flux. Maquet cardiovascular llc has initiated recall 2242352-10/28/13-002r to address this failure mode. The FDA (B)(4) district recall coordinator has been advised. A notification letter has been sent to this customer. Note: FDA has not yet assigned a "z" number to this action. (B)(4).